Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. The received device was noted be bloody. No other anomalies were noted on the device. During functional evaluation, returned device was attempted to inflate with an inhouse presto inflation device. Water was noted to be leaking from the puncture. No other functional testing was done. The investigation for the reported deflation issue remains inconclusive, since during functional evaluation balloon could not be inflated and water was noted to be leaking from the balloon. A definitive root cause for the deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. The balloon was punctured using a needle and the contents were aspirated and the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate necessitating direct needle puncture and aspiration of the balloon contents. The device was removed. The current status of the patient is unknown.